Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 40-300s (mg/dl). Customer delivered boluses to treat elevated bg levels and consumed "sugar pills" to treat low bg levels. Customer also reported that they do not have a pancreas. Reportedly, customer has been in contact with their health care provider and pump settings are being adjusted.